Manufacturer narrative:
(B)(4). Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No significant drop in pressure. What was the gas consumption rate or volume (liter/minute)? Don't know. Were you able to identify where the leak was coming from? Valve. Was a device inserted in the trocar during the leaking? If so, what device? Ultrasonic and other 5mm instruments. Was any torque being applied to the trocar or device? No. The analysis results found that devices (a and b) were returned for analysis. Upon evaluation of each device, the duckbills were found to be slightly open at the slit. A leak test was performed and the devices were noted to leak without the test probe inserted through the devices. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The final quality release criteria was met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hemi-nephrectomy procedure, continuous gas leak from the trocar which was noted throughout the procedure. Another device was used to complete the procedure.